Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried blood in the helix mechanism prevented direct test of the helix mechanism on the returned product. Susceptibility of the ingevity active fixation mechanism to mechanical resistance is a known issue - with a number of possible factors/causes. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The high capture threshold and low amplitude or poor morphology allegations were not confirmed.

Event description:
It was reported that this right atrial (ra) lead was successfully implanted, however, it was noted that the measurement values were not in range. Therefore, the physician decided to reposition this lead, and after several attempts the helix would not retract anymore. Reportedly, the fixation tool did not exhibited any issue. Subsequently, this lead was removed prior to pocket closure and another lead of the same model was successfully implanted instead. No adverse patient effects. The product was returned for analysis. Additional information indicates that the lead exhibited high capture thresholds and low amplitude p waves. Then, after the physician found a new position in the right atrium, the helix was unable to be retracted after several attempts.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was successfully implanted, however, it was noted that the measurement values were not in range. Therefore, the physician decided to reposition this lead, and after several attempts the helix would not retract anymore. Reportedly, the fixation tool did not exhibited any issue. Subsequently, this lead was removed prior to pocket closure and another lead of the same model was successfully implanted instead. No adverse patient effects. The product was returned for analysis. Additional information indicates that the lead exhibited high capture thresholds and low amplitude p waves. Then, after the physician found a new position in the right atrium, the helix was unable to be retracted after several attempts.